Event description:
Walgreens received a customer complaint regarding the trueresult meter. The customer alleged that the reported blood glucose level reported by the trueresult meter is on average with venipuncture 50mg/dl lower than the freestyle meter and the level reported by customer's doctor. This occurred on 2 separate occasions. The date of the event was not disclosed by walgreens. No adverse event report. (B)(4).

Manufacturer narrative:
Product not returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2014).